Event description:
A caller reported that the t:slim x2 pump battery initially failed to charge. There was no adverse impact to the customer's blood glucose level. The pump eventually began charging after being connected to a wall adapter for 30 minutes with the original charging supplies, and no further assistance was needed. The pump did not shut down, and the caller experienced no low power alerts. Support provided guidance on managing insulin and cgm sessions after the incident, which the caller understood and acknowledged.